Event description:
It was reported that the gastrointestinal videoscope exhibited insufficient reprocessing as acecide checks were not performed daily. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detectable and preventable by handling device in accordance with the following IFU: instruction manual olympus gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.